Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical tending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-02329, 2134265-2008-02331. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the pt has not felt well, stent occlusion, and coronary artery bypass graft (CABG) occurred. Four months post the implant of three unknown size taxus stents, angiography revealed that all three stents were 80-90% closed. The physician was able to "open one stent". The pt has not felt well since the three stents were inserted. The patient has been evaluated at several different facilities and had a CABG with 2 grafts done one year post the reintervention. The pt had several complications from the CABG surgery and currently has an implantable cardioverter-defibrillator (ICD) implanted. The pt was informed that he needs a heart transplant and has "lost 20% of his heart."